Event description:
It was reported that a cartridge alarm occurred on pump, and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, to place pump into storage mode before return, and to transfer pump settings and reconnect continuous glucose monitor to replacement pump, and tandem technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label.